Event description:
A separator fractured in a reperfusion catheter while moving the separator back and forth. The physician had navigated to the occlusion site with an 014 wire and an 032 catheter. He then exchanged the wire for an 032 separator and began aspiration. After five minutes of moving the separator it fractured at the proximal transition zone. The physician pulled a second separator and it worked well.

Manufacturer narrative:
Engineering evaluation: this failure is consistent with manipulation of the proximal transition zone of the separator outside the rhv. This manipulation leads to kinking and fracture. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1943.a (lot # l14927). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.